Event description:
It was observed that during the device evaluation, the colonovideoscope's light guide lens exhibited foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection; based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 2/11/2025.

Event description:
No new additional information from the customer.